Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced six occurrences of an air detected set alarm, which interrupted delivery. These alarms may have been false alarms. This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This involved a colleague p1.7 infusion pump with user interface module master software version 7.01.00. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service through a review of the event history. The complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified, as the condition was not related to the customer reported condition. No further testing has been completed at this time, and no repairs have been performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A 510(k) number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s.